Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to replace the ipg.

Event description:
It was reported during follow up that the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.